Manufacturer narrative:
Adrditional information: b5 (recurrence). Corected data: d1, d4, g1.

Event description:
Healthcare professional reported that a patient received a coolsculpting treatment to the flanks and lower abdomen on (B)(6) 2022 using the cooladvantage coolcurve plus applicator and presented with paradoxical hyperplasia described as "the tissue has increased in the subcutaneous tissue upon assessment visually, and when palpated in treatment area, upon palpation of treated tissue, the area is soft with a dough-like appearance" 5 months post treatment. Patient later reported after the treatment paradoxical hyperplasia is still present.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the lower abdomen and flanks on (B)(6) 2022 using a cool advantage coolcurve applicator and presented with paradoxical hyperplasia (pah/ph).